Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type catheter; product ID 8590-1, lot # n146228, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type accessory; product ID 8637-40, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type pump; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type catheter. (B)(4). Information indicates that one catheter had a problem. It is unknown which of the implanted catheters is the concern. See MFR report #3007566237-2015-03562 for the report on the other potential catheter.

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6) female patient who was receiving bupivacaine 40mg/ml at 1.999 mg/day and morphine 20mg/ml at 0.999 mg/day via an implantable pump for non-malignant pain and ¿hip.¿ on (B)(6) 2015, the patient¿s pump was replaced due to normal end of life (eol) battery depletion. During surgery, it was found that the patient needed a catheter revision because ¿there was not good drainage from it.¿ no troubleshooting was performed. As of (B)(6) 2015, the patient was doing very well. If additional information becomes available, a follow-up report will be submitted.